Event description:
The graft was explanted due to an infection.

Manufacturer narrative:
A review of the complaints database reveals no other reports rec'd on this device lot number. Once the sample is rec'd, and the investigation completed, a follow up report will be submitted.